Event description:
It was reported that the blade guide sleeve became jammed in the aiming arm during a trochanteric fixation nail system (tfna) procedure. Upon inserting the helical blade, the surgeon was unable to release the buttress compression nut from the aiming arm locking device. She tried spinning the compression buttress nut (which was able to rotate) and depressing the aiming arm locking device (unable to make the button depress it was stuck). Eventually she disconnected the nail from the radiolucent jig proximally and then was able to remove the entire assembly. She then had to attempt to reattach the handle as this was a short nail and the distal interlock still had to be inserted, which was difficult. After 15-20 minutes and extended use of c-arm for imaging was used the arm was reattached and distal interlock was attempted. The arm was not re-attached to the nail perfectly so the targeting was slightly off for distal screw. This resulted in the locking screw getting bound up on the nail and screw was unable to be fully seated due to friction. The screw was left slightly proud. There was a 15 to 20 minute surgical delay. The patient status/outcome is unknown. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. Utilized as device jamming resulted in unintended intraoperative imaging. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: minor scrapes and scratches found throughout the part. The function of the buttress/compression nut is to advance the blade/screw guide sleeve through the aiming arm to buttress against the lateral cortex and to later compress (if needed) the implant construct. Excessive buttressing can lead to deflection within the various insertion instruments causing binding of the system. Additionally, when the guide sleeve is assembled properly to the aiming arm and a cantilever load is applied to the sleeve, binding also occurs. It is unclear if either of these two scenarios caused the binding with the instrumentation as the issue could not fully be replicated with the parts received. There was an increase in the cantilever load on the guide sleeve; the nut became more difficult to advance and retract. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 29. Jan. 2015. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.